Event description:
It was reported by the customer that a bd pyxis¿ es server new orders were not crossing to es server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new orders did not cross to the es server. A technical support specialist restarted the server and monitored the situation. Around 4k xml files were still in the queue to process. After the server rebooted, the pending xml files cleared, and orders crossed successfully. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.